Event description:
A customer in the united states indicated that the rt12 rotor broke in their statspin ssvt-1 centrifuge during operation. The customer confirms that the shield was in use, the rotor was used approx 5 times per day. The mishap was contained, the centrifuge did not move and damage other equipment. Sample containers remained intact, no loss of sample or creation of spill occurred. There was no report of injury or affect to pt treatment.

Manufacturer narrative:
The manufacturer instructed the customer to verify the drive was not damaged, and to order a replacement rotor from their vendor. The affected rotor was not returned to the manufacturer. No further investigation may be carried out. (B)(4).